Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple unexpected restart alarms, bad battery alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump would perform a memory test every minute. The customer stated that the insulin pump would initialize and rewind if the error was cleared. The customer stated that the time and basal rated went to factory defaults. The customer was advised that the time and user settings might be lost. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor the pump and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave an alarm during the error test due to a faulty component on the interface board. No other alarms noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.